Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely illumination lamp error (e105) occurred due to converter failure. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited illumination lamp error (e105). There was no patient involvement.